Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that during a case, the imaging system was not opening. Representative recommended that the site removed the imaging system form the surgical room and use the pendant buttons to home and close the system multiple times prior to bringing back into the room. Issue resolved. Patient was present. There was less than one hour of surgical delay and unknown impact on patient outcome. The system was being used in an lumbar fusion procedure. No impact to the patient's outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000529. H3, h6: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.